Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm 3300tfx aortic valve implanted five (5) years, four (4) months, underwent valve-in-valve procedure due to paravalvular leak (pvl_ and central leak. A 29mm 9600tfx transcatheter valve was implanted inside the 27mm valve and patient was stable after.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration.... Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.